Event description:
The customer stated the baths on their beckman coulter act diff 2 instrument overflowed upon startup. The operator was wearing goggles, gloves, and a lab coat when the overflow occurred and during cleanup. The spill was cleaned using an adsorbent towel and disposed of by following their lab protocol. There was no death, injury or change to patient treatment and no one sought medical attention. The lab has an exposure control or risk management plan in place and they did not review msds. There was no report of any patient samples or results being affected by the bath overflow. The customer technical specialist (cts) was informed by the customer of the bath overflow and that they do not have spare parts for troubleshooting. The customer informed the cts they will call back for authorization for parts and or service. Per conversation with the customer on (B)(6) 2011, the instrument has not been used since they last contacted beckman coulter, inc. On (B)(6) 2011. They are waiting for authorization for service and or part order and will contact us at a later (undetermined) date. Review of this account in oracle on (B)(4) 2011 shows the customer has not called back. Based on information provided, the root cause cannot be determined. Beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer.

Manufacturer narrative:
(B)(4).